Event description:
Additional information was received from a healthcare professional via a company representative. It was reported that the pump was delivering clonidine (2000 mcg/ml at 12 mcg/day), bupivacaine (20 mg/ml at .12 mg/day), and dilaudid (50 mg/ml at .315 mg/day). On (B)(6) 2016 a critical alarm was occurring due to low battery reset and safe state. The patient had no symptoms at that time. On (B)(6) 2016 the pump was replaced.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, dilaudid, and an unknown drug at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient was hearing a dual tone alarm every 2.5-3 hours that began on (B)(6) 2016. The patient was instructed to get the personal therapy manager (ptm) out and check with the ptm. The pump was showing no alarms. The patient did not have another pump in their home and had heard that in different environments. The patient was encouraged to call the healthcare provider (hcp) to have the pump interrogated. It was noted the patient was not feeling very well. It was later reported the patient saw the hcp on (B)(6) 2016 and had the pump interrogated. There were no alarms on the physician programmer and the hcp did not hear the alarm. The patient noted that she and her husband continued to hear the alarm however. It was later reported by the hcp that the patient had symptoms of withdrawal because she could not get boluses. The hcp drove to the patient's home on (B)(6) 2016 to read the pump and saw a "reset occurred - pump in safe state." The hcp did not pull the logs when she saw the patient but she did update it back to simple continuous. On (B)(6) 2016 the patient was seen again and the pump was interrogated. The logs again were not read, but there was no dialogue box pop up to indicate any issue. The hcp was to see the patient again and call back in. The hcp noted the critical alarm was set to 00:10 interval. The hcp noted she was with the patient on (B)(6) 2016 for more than 10 minutes and did not hear alarms. The patient was no longer having symptoms and was feeling well. It was further reported the pump logs were checked and a low battery reset occurred. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that the rep received the pump and were requesting the address that it be sent to. It was also stated that the patient had the replacement ¿due to premature rotor stalls.¿ additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that the rep dropped off the pump at the mailer, and it is on its way to the manufacturer. Additional information was received from a manufacturer representative on (B)(6) 2016. The rep was explaining that the wrong pump was originally packaged, and that the correct pump with the correct labels was on the way to the manufacturer. Additional information was received from a manufacturer representative on (B)(6) 2016. It was reported that the pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The manufacturing representative noted that the "premature rotor stalls" was stated by [complaint handling] staff when they phoned in the report based on the time it was implanted. The pump was replaced on the directive of the patient¿s managing physician based on messages at refills. The manufacturing representative did not know if a motor stall occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2016-nov-22. It was reported that the pump would be sent back for analysis.

Manufacturer narrative:
Analysis of the pump found that a low battery reset occurred on (B)(6) 2016. With an undetermined root cause. During destructive analysis, corrosion and shaft-wear were found on the internal gears inside of the motor, indicative of a potential stall due to sh aft-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.